Event description:
It was reported that on or about (B)(6) 2009, an ams perigee graft was implanted in plaintiff to treat "a vaginal condition that required surgical intervention for repair." The attorney for the plaintiff alleges that, "from (B)(6) 2009 through present, plaintiff experienced injuries, including, but not limited to recurrence of prolapse, urinary problems, infections and worsening incontinence, required and will continue to require healthcare and services," "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain," and other such "injuries and damages." It was also alleged that the "mesh system is defective and has eroded and caused dense scarring."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.